Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2017. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: unit received with the threads from the xr2 standard adaptor knob is broke off in the base of the xr2 skull clamp; the knob will be sent to engineering for an investigation; general maintenance and cleaning required. Repair received the broken knob only and not the standard adaptor. DHR review could not be performed as no lot number was etched or stamped on the part in question. There is no service history on file for this device. A two year lookback in trackwise for this reported failure and or related to "cracked or broke¿ for this product family shows that 5 complaints were received including this case. No new design or manufacturing trends have been identified. Conclusion: engineering and repairs were able to verify the customer complaint. The root cause cannot be attributed at this time. There is a chance that the fracture was caused by fatigue cracking due to an axial tension load (tightening of the drawbar) and/or bending load which exceeded the strength of the material. This will be monitored for trending.

Event description:
It was reported that the patient was supine in pins for a craniotomy for aneurysm clipping. The radiolucent mayfield was in place. The component on mayfield broke while the surgeon was applying the drill. The patient's head flexed backwards. Patient immediately assessed by anesthesia and surgeon. The broken component was replaced and the surgery continued. Additional information was requested and on 25jan2017, the following was provided by the customer: a (B)(6) female patient was supine for the whole surgical case and was not repositioned. There were no issues noted initially with the mayfield, specifically the knob during patient placement. A resident physician applied the mayfield on the patient under the supervision of the attending physician. No stereotaxy device was used during surgery. Integra pins (catalog number: a1083) were used. The lot number of the skull pins were not exactly known but it was reported that it was likely to be w1608017. The length of time the mayfield was in use on the patient before the event occurred was approximately a minute. There was no patient injury. No additional intervention was necessary after the incident occurred. Surgery resumed after the clamp was replaced. It just caused longer surgery time.